Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set and cartridge. Insulin delivery was successfully resumed. Blood glucose was 600 mg/dl. Correction boluses and manual injections were used to address bg. As the pump supplies were changed, tandem technical support could not determine cause of occlusion.